Event description:
Pt receiving tpn and octreotide on colleague 3 channel pump-no changes made to pump at time of failure. Alarm was audible with 2 channels reading "failure" on display screen. Pump removed from service. Clinical engineering reviewed issues on pump-confirmed failure 12:303:984:0002-software failure invalid value. Overflow in communications channel.